Event description:
A malfunction alarm was reported by the customer, identified as malf 9, with fault ID 0x20f1. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue; the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any further malfunctions occur.